Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The patient heard the alarm before the onset of symptoms. The patient met with the surgeon (B)(6) 2019 for pre-operative for the pump replacement. The replacement has not been scheduled. The pump will be returned for analysis. Patient weight was unknown. The pump was delivering dilaudid 10 mg/ml; daily dose was asked but unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2019. It was reported that at 0530 in the morning on (B)(6) 2019 the pump began alarming. The patient followed up in the clinic (B)(6) 2019 and it was confirmed a motor stall had occurred. The event logs were not accessed. The patient did not recently have an MRI. The pump was refilled earlier this week and was refilled frequently because of the patient¿s cancer and pain and a high intrathecal dose. The pump was refilled about every 7 days for the cancer pain. The pump was implanted because of the cancer and the pump was ordered from the oncologist. The hcp was instructed to program the pump to minimum rate and supplement the patient with other medication to manage symptoms and schedule a pump replacement. It was believed the drug was dilaudid but did not know for certain. No further complications were reported.